Event description:
It was reported that there was a break. A 7mm x 150mm, 130 cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure. The 99% stenosed target lesion was moderately calcified and located in the mildly tortuous left superficial femoral artery (sfa). After pre-dilation with a 4mm x 4cm balloon, the target lesion was 50% stenosed. However, the passage of the eluvia device was difficult due to the calcification, and the eluvia device was unable to cross the lesion. There was a trace of breakage near the joint between the tip and shaft. The procedure was completed with another of the same device. There were no patient complications as a result of this event.